Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 600 mg/dl. Customer's other blood glucose value: 480 mg/dl. The customer experienced symptoms such as tired, thirsty and abdominal pain. The customer was treated with manual injection for high blood glucose levels. The customer alleged that the insulin pump was under delivering insulin. The customer was treated with intravenous fluids during hospitalization. The drive support cap was normal. Troubleshooting was performed and the insulin exited the tubing of the infusion set. The device is not expected to be returned for analysis.